Manufacturer narrative:
Other contact person number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cs300, japanese, non-uts, dom intra-aortic balloon pump (iabp) had a message indicating gas inflow occurred, but it was resolved, so synchronization continued. There was no reported harm or injury.